Manufacturer narrative:
Investigation checking the manufacturing charts of the components involved in this event, no pre-existing anomaly was discovered in the items manufactured with the same lot numbers and sterilization as the devices removed during the revision surgery hereby reported. No removed component was available to be returned for further investigation. However, it should be noted that, according to the surgical technique of tt augmented 360 baseplate, all the sizes of the 360 augmented metal back are compatible only with s-r glenosphere connectors (code 1374.15.305) and that the combination with lateralized connectors is not allowed. Therefore, the combination between the tt augmented 360 baseplate and a smr small-r connector +4 (part code 1374.15.314) is not allowed, based on the applicable surgical technique. Additionally, we received the x-rays of the case from the complaint source, and these x-rays were shared to our medical expert for assessment. He evaluated the x-rays as follows: "the case is not quite clear, especially why the surgeon used a coupling of implants, that was not allowed. The radiographs do not show the reasoning behind this. In order to have good anchorage to have some counterforce for the extended lever arm in doing so, you would need very good bone stock, a well sitting and long enough central tt peg and screws, that are well placed and bicortical and long enough. At least, there are some doubts about this: the peg is not very long, the screws are not very long. So there might be some place for a surgical issue here. Otherwise, low-grade infection cannot be ruled out. There is no sign for implant related failure. It is a fateful course of events." In conclusion, considering that: - no pre-existing anomaly was discovered by checking the manufacturing charts of the involved lot numbers - the surgeon used a coupling of implants, that was not allowed - the evaluation of the x-rays performed by the medical expert highlighted no implant related failure we can state that the event is not product related. Pms data according to the available pms data, this is the first complaint registered on a revision surgery for failed glenoid component. Considering the events of bone fracture, as extended event classification which could include this kind of failure, the revision rate of tt augmented 360 mb belonging to the family code 1375.15.5xx is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery performed on (B)(6), 2025, due to failed glenoid component. The following components were removed and replaced by hemi arthroplasty: - smr reverse humeral body (part code 1352.15.010, lot number 2228273, sterilization 2300019) - smr reverse liner std d.40mm (part code 1365.50.810, lot number 22at2gs, sterilization unknown) - smr glenosphere ø 40mm (part code 1374.09.121, lot number 2217155, sterilization 2200196) - smr small-r connector +4 (part code 1374.15.314, lot number 2305602, sterilization 2300061) - smr glenoid peg tt small-r #m (part code 1375.14.652, lot number 2303950, sterilization 2300082) - tt aug.360 baseplate #s-r 19°x (part code 1375.15.569, lot number 2103386, sterilization 2100133) previous surgery took place on (B)(6) 2023. The patient is a male, date of birth (B)(6)1958. The event happened in the united states.